Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d139 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The (B)(4) lot number was not provided as it was not administered. However, a review of all (B)(4) lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, alarm #7: blood leak (centrifuge chamber) and drive tube leak/break. No trends were detected for these complaint categories. However, corrective and preventive actions have already been initiated to investigate drive tube leak/break. This assessment is based on information available at the time of the investigation. The analysis of the photos is still in progress. A supplemental report will be filed when the analysis of the photos is complete. (B)(4). Device was not returned to manufacturer.

Event description:
The customer reported an alarm # 7 blood leak? (Centrifuge chamber) alarm at 1460 ml of whole blood processed, just when the buffy coat phase started. The treatment was aborted and the blood was not returned to the patient. The customer saw a leak from the top of the drive tube. The customer removed the kit, cleaned the centrifuge chamber, and verified that the leak sensor was not damaged. The instrument was powered off/on and no alarms occurred. The customer installed a new kit and started a new treatment. The patient was reported to be in stable condition. Photos were submitted for investigation.

Manufacturer narrative:
Photos were returned for analysis. A review of the photos confirmed that the drive tube was damaged and that blood was on the outside of the drive tube. However, it could not be determined based solely on the photos what caused the damage. A review of the device history record found no related nonconformances, and the lot had passed all lot release testing. (B)(4).